Event description:
It was reported that a malfunction occurred on the pump, identified by code malf 12, indicating a momentary power loss to the vibrator motor. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction code did not recur, and the customer was instructed to continue using the pump.